Event description:
At seven months post implant, the chemotherapy nurse was unable to aspirate blood from the port. Swelling was noted in the subclavian area with injection. Chest x-ray showed distal portion of the catheter had sheared and separated from the proximal portion. The physician removed the port and proximal catheter segment. The distal segment was not removed. The patient suffered no side effects and was in stable condition.